Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual and microscope inspection of the returned device found that the main coil was extensively stretched at the proximal end and separated from the pusherwire at the polyethylene (pet) junction. The pusherwire was kinked 65.3cm from the proximal end. The inner coil was present and the detachment zone was still intact. The subject coil was stuck inside the catheter. A 0.0158¿ mandrel was advanced through the microcatheter shaft and resistance was felt at the proximal end. The catheter was cut to release the coil and a large amount of blood exited the microcatheter as the coil was pushed out with the mandrel. There was blood on the main coil. The remainder of the pet junction was attached to the proximal end of the main coil. There were no anomalies noted to the form tip. The presence of a substantial amount of blood in the microcatheter and on the main coil indicates that flush was not sufficient to prevent thrombus build up between the coil and the catheter caused the coil to get stuck as it was advanced. The coil stretched and separated from the delivery wire at the pet junction as the coil was withdrawn due to resistance caused by the build up of thrombus in the catheter. The directions for use (dfu) state: 'in order to achieve optimal performance of the gdc 360 detachable coils, and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of an appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip infusion and guiding catheters, and c) the 2-tip infusion catheter and boston scientific guidewires and gdc 360 delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the coil detachment zone.' Based on the investigation results and information available it is likely that insufficient flush was the cause of the difficulties encountered in advancing and withdrawing the coil which in turn would lead to the device to stretch and eventually break at the pet main junction. Therefore, it was concluded that use/user error was the most probable cause for the reported event.

Event description:
Analysis of the returned device found that the coil was separated from the pusher wire. There was no clinical consequence to the patient.